Manufacturer narrative:
Event date: (B)(6) 2020. Date of this report: 13apr2020.

Event description:
It was reported that the unit's battery lights did not work. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit also failed keypad testing. The fse replaced the graphic user interface (gui) and the issue was resolved.